Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split catheter is confirmed; however, the exact cause is unknown. One photograph of a power PICC shaft was returned for evaluation. Visual observation of the photograph shows a powerpicc shaft. It can be observed that there is a split in the catheter. The exact placement of the split cannot be determined in the photograph. Depth marking wear and material discoloration is evident in the vicinity of the split. No blood or use residue can be discerned from the photograph. A second photograph was not provided therefore an evaluation of the second alleged occurrence could not be completed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter rupture. The rupture was internal to the patient. There were no patient symptoms or harm. Patient was receiving chemotherapy through the catheter. Catheter had been secured with adhesive tape. Catheter successfully removed and a new catheter inserted, causing a delay in treatment. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.